Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2021-00900; 508-32-204, s802 - device failed, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patients baseplate, screws and glenosphere failed and were floating as one construct in the shoulder. Patient was possibly infected as well. Due to the significant hole left in the glenoid where the baseplate screw was dr. Used a biomet comprehensive boss baseplate and glenosphere and married it with the existing djo altivate reverse stem with an spacer and liner.